Manufacturer narrative:
If implanted; give date: na (not applicable) lens inserted/removed in the same procedure. If explanted; give date: na (not applicable) lens inserted/removed in the same procedure. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the doctor experienced issues with the pcb00 intraocular lens (iol) during implant. During implant, the doctor reported not feeling any resistance. The lens was explanted (removed) by cutting it in half. The patient required an incision enlargement. The leading haptic was found broken. No further information was provided.

Manufacturer narrative:
No patient injury was reported. Serial #: (B)(4). Catalog #: pcb0000250. Expiration date: 5/24/2019. (B)(4). Manufacturing date: 5/24/2016. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 5/11/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and the lens was observed with the haptics detached. The lens was not observed cut in two halves as stated the initial report. The complaint reported as haptic detached was verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.